Event description:
Attorney reported: on (B) (6) 2004 - pt underwent incisional hernia repair surgery. Pt's hernia was repaired with a bard composix e/x mesh. On (B) (6) 2008 - pt presented to the hospital with complaints of abdominal pain. Initially, he was treated with IV antibiotics and the aspiration of an area of fluid collection within the anterior abdominal wall. Pt's condition did not resolve and he was found to be suffering from abdominal wall cellulitis with abscess formation secondary to infected mesh. On (B) (6) 2008 - pt was taken to the operating room. At this time, the surgeon dissected the mesh away from the adherent structures and evacuated a pocket of fluid. The large sheet of infected mesh was extracted and the abdomen was closed. Pt was discharged on (B) (6) 2008. Because of the defective composix e/x patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.